Manufacturer narrative:
(B)(4). The se updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator lower display was erratic. The ventilator was not in use on a patient at the time the event occurred.